Event description:
It was reported that analysis of this product was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode was successfully explanted along with the associated subcutaneous implantable cardioverter defibrillator (s-ICD).

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient was implanted with another manufacturer's transvenous implantable cardioverter defibrillator (ICD). A separate procedure was scheduled for a future date to explant this electrode and the associated subcutaneous implantable cardioverter defibrillator (s-ICD). Available information suggests this product remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode exhibited oversensing of small amplitude signals resulting in delivery of 17 inappropriate shocks. An x-ray was taken and noted that the electrode coil had migrated out of the original implant location. Device therapy was programmed off and the patient was admitted to the hospital to determine a plan. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.